Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Device received error due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error detected alarm. The customer¿s blood glucose was 351 mg/dl. Customer was able to clear the alarm. Notification light did not immediately stop flashing. The insulin pump will be returned for analysis.